Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. Patient sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b negative, rsv negative (reported to physician). Retest-1 was run (B)(6) 2021 using biofire rp 2.1 panel, resulting in flu a negative, flu b negative, rhinovirus/enterovirus positive (not reported to physician). Retest-2 was run (B)(6) 2021 using xpert xpress flu, resulting in flu a negative, flu b negative (reported to physician). Retest-3 was run (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b negative, rsv negative (reported to physician). Discrepancy is not for sars-cov-2; discrepancy is for flu a. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. Patient sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b negative, rsv negative (reported to physician). Retest-1 was run (B)(6) 2021 using biofire rp 2.1 panel, resulting in flu a negative, flu b negative, rhinovirus/enterovirus positive (unknown if reported to physician). Retest-2 was run (B)(6) 2021 using xpert xpress flu, resulting in flu a negative, flu b negative (reported to physician). Retest-3 was run 09-mar-2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed all tests showed normal amplification curves. Root cause is due to target near lod. There is no evidence of product malfunction and there was no reported patient harm. Discrepancy is not for sars-cov-2; discrepancy is for flu a. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.